Manufacturer narrative:
This complaint was created from a clinical review so no product was returned for evaluation as device is still in-situ and no radiographs were provided. Patient's bone quality is unknown. Review of the reported information suggests implant selection, malpositioning during the initial placement, and/or patient's bone quality as cause or contributors though no definitive root cause can be determined. No additional investigation can be completed. Labeling review: contraindications: contraindications include, but are not limited to: patients with inadequate bone stock or quality. Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure. Pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient. Device in-situ.

Event description:
It was reported on a clinical study that on (B)(6) 2021 a patient underwent a transforaminal interbody fusion at l3/4. On (B)(6) 2022 x-ray done at visit showed mild subsidence of instrumentation into l5. No further action was taken.